Event description:
A revision was reported due to pain, swelling and buckling around the knee.

Manufacturer narrative:
Initial surgery was performed in (B)(6) 2010, and revision surgery was performed in (B)(6) 2011. Exact dates were not provided.